Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information indicated that the cause was not determined. Pacing lead impedance measurements had been increasing over time. The device remains in service and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.